Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facitlity reported a fluid leak at the arterial venting port during priming of the xlung 230 kit. Photographic evidence showed drops of clear fluid inferior to the luer lock connection of the arterial sampling port and what appears to be dried saline on the device cart. There was no indication of patient involvement. Upon follow-up, it was reported there was an observed defect on the arterial sampling port. The cause of the defect leading to the leak remains unknown and the sample was anticipated to be picked up and returned for product investigation.

Event description:
A user facility reported a fluid leak at the arterial venting port during priming of the xlung 230 kit. Photographic evidence showed drops of clear fluid inferior to the luer lock connection of the arterial sampling port and what appears to be dried saline on the device cart. There was no indication of patient involvement. Upon follow-up, it was reported there was an observed defect on the arterial sampling port. The cause of the defect leading to the leak remains unknown and the sample was received for product investigation.

Manufacturer narrative:
Additional information: b5, d4, d9, h6 plant investigation: the complaint description was stated as an ¿arterial venting port leaking¿. The situation described is adequately addressed in the instructions for use and/or on the label. A review of similar complaints revealed that the reported failure type represents a known event. No non-conformities were observed during the manufacturing process. An attempt to reproduce the failure was not possible as the component, the arterial vent port, was broken on the complaint sample and a root cause was not substantiated. A CAPA was opened to address this issue.